Event description:
A customer reported that the units of measurement on their freestyle flash changed. There was no report of death, serious injury or mistreatment. The customer's meter has been requested for investigation.

Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.